Event description:
The manufacturer received information alleging a ventilator's power supply was defective. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address these issues. Device has been repaired but not returned to the customer, pending customer approval of estimate.